Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 226 reported that the rigid hex driver in the pinnacle graters tray was stripped. Surgeon asked it be replaced. No pieces were broken off. The device associated with this report was not returned for evaluation. The provided date code ag1108 indicates the device was manufactured in nov 2008 and is over 12 years old. A search of the complaint database found similar reports and the root cause was attributed to heavy usage and wear out. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rigid hex driver in the pinnacle graters tray was stripped. Surgeon asked it be replaced. No pieces were broken off.